Manufacturer narrative:
The device in question is generally discarded after surgery due to the single use nature of the deviec and the condition after surgery (i.e., contaminants, blood, tissue, etc.). As such, h.a.m. Applicators are not able to be evaluated after the surgical procedure.

Event description:
During a surgical procedure performed approximately a year ago using a h.a.m. Applicator, an insert semi-spherical delrin ball imbedded in the silicone flab body of the applicator came loose and inadvertently was left inside the patient. The patient had not healed from the initial surgery. A second surgery was performed recently and the loose ball was discovered and removed. To our best knowledge, an incident of this type has never occurred with the h.a.m. Applicator. This device has been shipping since 1996.